Event description:
The customer reported that the monitor on the system was black. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The voltage was adjusted and the nodes were flashed and reloaded. The system was tested and operates as intended.